Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncope event that correlated with pacemaker mediated tachycardia (pmt) episodes. The ptm episodes ended properly with the algorithm. In addition, two burst of inappropriate anti-tachycardia pacing (atp) were provided for an atrial driven rhythm with rapid ventricular response (rvr). Therapy converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a syncope event that correlated with pacemaker mediated tachycardia (pmt) episodes. The ptm episodes ended properly with the algorithm. In addition, two burst of inappropriate anti-tachycardia pacing (atp) were provided for an atrial driven rhythm with rapid ventricular response (rvr). Therapy converted the rhythm. No additional adverse patient effects were reported. This crt-d remains in service. Additional information showed that the device exhibited functional undersensing of the p wave during the supraventricular tachycardia (svt), which caused it to deliver inappropriate atp. The device setting that allowed therapy when a ventricular signal was sensed before an atrial signal (v sensed before a) had contributed to the issue. It was recommended to turn off this setting to prevent similar problems in the future. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.